Manufacturer narrative:
No returns were available from the customer site. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The creatinine reagent package insert (304331/r1), list number 03l81-32, and the architect system operations manual (201837-10), january 2010, both contain information to address the customer's current issue. Based upon the data available and the results of the current evaluation no product deficiency was identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No known impact or consequence to patient (B)(4). High test results (B)(4). (B)(6).

Event description:
One patient sample generated creatinine assay results of 12.05, 11.82 and 12.23 mg/dl. All other samples taken from this patient (n=6) generated results in the range of 0.74 to 1.38 mg/dl. This issue covered the time period of (B)(6) 2011. In total, seven samples were drawn from this patient, and all were tested with reagent lot 08843 un11. Testing was performed on two different architect c16000 analyzers and the elevated results were generated from the same sample on both analyzers. No suspect results were reported from the lab. There is no impact to patient management reported.